Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump and catheter were replaced on the date of this report. The catheter was occluded and the health care provider (hcp) was getting 35 ml at all drug refills. The patient was larger and had broken sutures holding the catheter down. When the spinal area was accessed the catheter was completely twisted up like a rubber band. It was decided to replace the pump and part of the catheter. The event occurred ¿a while ago.¿ the patient was waiting to work with other health issues before having surgery. It was reported the system was being used to deliver infumorph.

Event description:
Additional information received reported the patient experienced increased pain and the volume discrepancies reported initially. It was noted there were no telemetry strips available regarding this issue and no additional troubleshooting was done, beyond the revision due to the 35 ml volume discrepancy. It was further reported the patient was doing well now with the new pump and catheter.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported the patient experienced a loss of therapy.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
B)(4).

Manufacturer narrative:
Analysis of the catheter found the catheter body had significant twisting that may have affected infusion. Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.